Manufacturer narrative:
The subject device in this report was returned to olympus medical systems corp. (Omsc) for evaluation. The omsc received the subject device in disassembled condition. Omsc evaluated the parts of the subject device and confirmed that there was no irregularity in the parts of the subject device. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The subject device was returned to olympus australia pty ltd. (Oas) from the user facility for the channel replacement. Other detailed information was not provided by the user facility at this time. On june 24th, 2019, olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected from the subject device: [first time: (B)(6) 2019]: pseudomonas aeruginosa (the number of microbe is unknown). [Second time: (B)(6) 2019]: pseudomonas aeruginosa (the number of microbe is unknown). [Third time: (B)(6) 2019]: pseudomonas aeruginosa (the number of microbe is unknown). [Forth time: (B)(6) 2019]: pseudomonas aeruginosa (the number of microbe is unknown). The device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope series 3, using peracetic acid. There was no report of infection associated with this report.